Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was unknown. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. The troubleshooting was performed for the blank display. The display was not returned after insulin pump restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.